Event description:
It was reported before use the bd vacutainer® ultratouch¿ push button blood collection set had poor sleeve function. The following information was provided by the initial reporter. The customer stated: "the rubber sleeve was found to be damaged/defective before use."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® ultratouch¿ push button blood collection set had poor sleeve function. The following information was provided by the initial reporter. The customer stated: "the rubber sleeve was found to be damaged/defective before use."

Manufacturer narrative:
H6: investigation summary: bd received 4 photos and 1 sample from the customer in support of this investigation. Both the photos and customer samples were evaluated and confirm the reported issue of a defective sleeve as the sleeve appears dry, cracked and brittle. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Therefore, this complaint can be confirmed based on the photos and customer samples. Based on a review of batch records, and investigation results no root cause from manufacturing was identified as a contributor. Bd was unable to determine a root cause for the indicated issue.